Event description:
It was reported that at the start of the hemodialysis procedure the nurses noted air in the system. A crack in the catheter hub was noted. The catheter was removed and a new catheter placed. Blood loss 20-100cc.